Manufacturer narrative:
Continued h.6. Type of investigation code: b15. Clarification to h.6. Type of investigation code: the syringe has been discarded. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Additionally, the healthcare professional reported injecting the patient in the jaw (jw4 jw5) with 2 syringes of juvéderm® volux¿. The event occurred at the injection site (jaw/chin). A week later, the patient was treated with duricef 1 g bid for 7 days, reactine od, advil. A week later, the patient was treated with biaxin 500 mg bid for 14 days and hyaluronidase. A week later, the patient was treated with doxycycline 100 bid for 14 days. A week later, the patient was treated with hyaluronidase + prednisone at decreasing doses for 5 days. A week later, the patient continued doxycycline 100 bid for 2 weeks (biaxin poorly tolerated) + hyaluronidase. Two weeks later, the patient was treated with hyaluronidase + biaxin 500 bid for 14 days. The patient had 90% improvement.

Event description:
Healthcare professional reported that patient was injected with juvéderm® volux¿. Three months later, patient developed inflammatory nodule. Patient was treated with antibiotics and hyaluronidase. It was noted that the event was changing favorably after treatment.

Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.